Event description:
Customer service was contacted on (B)(6) 2014 by the customer, requesting RMA # for the inspection of a doro skull clamp. According to the nurse it slipped and caused a laceration. Item received on: (B)(6) 2014.